Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the copilot, the syringe could not be locked into place as the side port of the copilot was deformed and not shaped like normal. A new copilot was used to complete the procedure. There was no reported device use or patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that during preparation of the copilot, the syringe could not be locked into place as the side port of the copilot was deformed and not shaped like normal. A new copilot was used to complete the procedure. There was no reported device use or patient involvement and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, it was stated that air got into the system. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported irregular appearance was unable to be confirmed. The reported loose or intermittent connection was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported difficulties were unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the devices were not properly aligned and/or not fully connected/tightened resulting in the reported loose/intermittent connection. The reported product quality problem-irregular appearance was unable to be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.